Event description:
Attempted to remove foley. Six cc of the 10cc instilled at time of insertion removed. Unable to pull catheter out. Again attempted to remove water in bag without results. Valve cut-no solution returned-unable to remove foley. Surgeon inserted needle thru pubic area to deflate burb. Foley removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.